Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received two occlusion alarms during bolus delivery. There was no reported impact to the customer's blood glucose level. The contact declined to complete the system check with tandem technical support to determine a possible cause of the occlusions and stated that the infusion set site would be changed.